Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a leak from a polyflux 140 h. It was not specified when in the process this occurred. There was no report of patient injury or medical intervention associated with this event. No additional information is available.